Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The root cause is a depleted internal battery due lack of charge. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient went an extended period of time without recharging their ipg. As a result, the patient's ipg became inoperable over time. In turn, the patient decided to have their ipg explanted.